Event description:
It was reported that revision surgery was performed due to increasing hip pain and decreasing functional capacity over the past 12 months. A soft tissue reaction was reportedly noted on an ultrasound. The femoral stem remained implanted.